Manufacturer narrative:
Site surgeon, (B)(6), declined to provide patient information. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, mechanical, navigation, cable grade & safety inspection areas passed. Imaging modalities test failed. Mvs application could not run because of a defective database. System database restored and issue has been resolved. On (B)(4) 2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, their navigation system mobile view station (mvs) completely booted-up, and showed a message saying that imaging system's database has been corrupted and application cannot run from that point on. This issue occurred prior to the start of the procedure. The surgeon opted not to use navigation and to bring in a c-arm to perform the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.